Event description:
It was reported that the patient was experiencing intermittent severe pain, burning like being stung by a bee for a minute then it goes away; this usually occurred with movement. It was noted that this happened for 2-3 weeks, but now when it happened it goes on 60-70% of the day in small bursts. The sensation was on top of the device in the stomach. The pain started on (B)(6) and had progressively gotten worse. It was indicated that the patient had gone to the ER twice in two days and was currently at the hospital waiting for the doctor to come in and check her system. An x-ray and CT scan had been done and the physician could not see a break in the lead. It was noted that there was no known accident or incident related to this event. Additional information received reported that the patient was experiencing pain at the pocket site of a ¿million bee stings.¿ the device was turned off and on in an attempt to isolate the pain. It was noted that the patient could not rule out that it was an electrical sensation. The patient was gaining therapy from the system, as it was decreasing her nausea; however, she was not able to live with the pain. It was decided to replace the old system, wherein the system was removed in its entirety and a new system was placed five days ago. Additional information has been requested, and when received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received indicated, the cause of the event was unknown. It was stated the patient¿s pain resolved following the replacement surgery. During the replacement surgery, both the implantable neurostimulator (ins) and leads were replaced. The ins was moved to a new pocket on the opposite side. The patient outcome was listed as no injury.

Manufacturer narrative:
Product ID: 4351-35 lot# serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6), product type lead product ID: 4351-35 lot# serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6), product type lead.

Manufacturer narrative:
Product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013. Product type lead, product ID 4351-35, serial# (B)(4) implanted: (B)(6) 2013, explanted: (B)(6) 2013. Product type lead. Updated fdr, fdm, and fdc codes for imdrf harmonization. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp). It was reported that the electrical pain began about six weeks after the patient¿s surgery on (B)(6) 2013. They had abdominal pain on top of this.